Manufacturer narrative:
This is a duplicate of manufacturer report number 1119421-2019-01535. No additional information will be filed under this report number as everything will be continued to be reported under the original report number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched. Timing and patient impact are unknown. Additional information was requested.